Event description:
The facility reports the client was transferred over the bath and lowered so that he was inside the tub. The tub was raised so his bottom was in contact with the tub. He was reclined so his head was on the pillow. The top of his head was level with the rim of the tub. The hoist strap was left tort. The foot board was not used. The water was filled above the hydro jet and the bath fill turned off. The hydro was turned on and the client reassured. At this time, the client was left unattended. One staff noticed water coming under the bathroom door after a few minutes of leaving the room. She called for help. On returning, the staff found the bathroom was flooded and the resident was struggling to keep his head above the water in the bath. The bath was lowered and the client removed. The resident had ingested bath water and vomited.

Manufacturer narrative:
An arjo investigator examined the device and found it in good condition. The screw and cap from the center of the tear drop was missing. Problems with the bath were reported after the booster pump was fitted. Prior to the pump, it took 45 minutes to fill the tub. The client believed the bath was fitted with an autofill feature (this was not the case). The bathtub was out of level, meaning the water would flow over the end of the bath before the overflow function could work correctly. Wall chart instructions were found posted on the bathroom wall, which indicated fill times (empty to level sensor disc-8 min, 30 sec; level sensor disc to overflow-4 min, 30 sec). Over temp function was correct. Water shuts down, green led flash on disinfecting bath and shower fill buttons. Did not turn back on when temp returned to 43 degrees. No fault found with the bath fill operation during testing. Bathing instructions for clients are also posted on the wall. An earth cable is not connected to the bath frame earth point. The staff member also believed that the product was fitted with autofill. He reported that the repair was called in as they thought it had stopped working the day before the incident. An arjo tech is to arrange a visit to discuss bathing methods used and appropriate equipment with regards to client needs. The customer's bathing instructions for the client allowed him to be left unattended. The MFR concludes the event was caused by the attendant not supervising/assisting with the bathing process as directed in the bath operating and product care instructions. The MFR also noted the following: 1. The bath was not equipped with any autofill function. Consequently, this did not malfunction and cause the bath to overfill. Most certainly, the attendant had not stopped the filling of the bath, or the resident had restarted the filling after the attendant left. 2. The bath is out of level so that water will flow over the tub at the head end of the bath before the overflow can function correclty. The installation/setup of the bath needs to be corrected for proper function. 3. The resident was using the bath without the foot support, thus making it possible for the resident to slide all the way to the foot end of the tub and possibly, depending on the length of the resident, causing the head to come under water, which should have been supervised by the attendant. The MFR recommends retraining of the customer in all aspects of using the product. It is also recommended the setup of the bath be corrected to assure good function of the overflow.